Event description:
Account reported that a patient experienced incomplete flaps in both eyes and an alternate procedure was required to complete the surgery. In the first eye the side cut itself was not properly created and in the second eye there was improper laser firing. Account reported there was loss of best corrected visual acuity (bcva). In right eye the patient is having 6/6 and left eye patient is having 6/60. The patient post op is not available as the patient is another doctor's patient. Account reported that they needed to use a microkeratome on both eyes to complete the case. The post op is not available as the patient is another doctors patient. Re : -4.75/-0.75*70. Le : -4.75/-0.50*175. No further information is available.

Manufacturer narrative:
Source report: foreign and user facility as report source. The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.